Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740. Serial# (B)(4). Product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 201, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The health care professional of a clinical study reported the patient was experiencing difficulty when charging due to location of the pocket. The battery was dead at the three month follow-up due to being unable to charge the stimulator due to positioning. A stimulator revision was to be scheduled. The patient was obese with an exaggerated lordosis curve. The event was related to the device, therapy, and implant. More specifically it was related to the stimulator pocket. No action had been taken and the event was considered ongoing. If additional information on intervention and outcome are received a follow-up report will be sent. Indication for use is low back pain due to failed back surgery syndrome.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device deficiency was the location of the implantable neurostimulator (ins) pocket. The outcome was resolved without sequelae.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that there was no device deficiency.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device surgical repositioning took place (B)(6) 2015. It was reported that there was no device deficiency.